Manufacturer narrative:
Initial reporter's occupation is not known at this time.

Event description:
It was reported that the solar 8000i avoa (automatic view on alarm) function went down in every room. Avoa alerts caregivers in other rooms with a solar monitor of a patient alarm condition in a particular room, and also produces a side-by-side view of the remote alarming bedside. The loss of the avoa function was accompanied by a "beds down" message at the remote bedsides that would notify a caregiver viewing the solar that the avoa function was not working. There were no reported patient incidents or injuries during this event. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation is completed.